Event description:
On (B)(6)2026, fujifilm healthcare americas corporation became aware of an event involving (B)(6). It was reported that a malfunction occurred immediately when scope was turned on. Another scope was needed to complete procedure. Due to the issue the patient spent additional time under anestesia. No additional information after multiple attempts to reach out to customer regarding patient status. Fujifilm healthcare americas corporation is reporting this event in abundance of caution, due to unknown impact to patient after additional time spent under anesthesia. Ref fujifilm healthcare americas corporation complaint # (B)(4).